Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed scratched lcd lens, worn uso seal, lifted dso seal and a loose air detector. The tamper seal was removed. There was no evidence to review in the device's event history log. A visual inspection was performed and the reported issue was duplicated. During visual inspection, the air detector was found to be loose. The cause of the reported issue was due to the air detector adhesive. As a result, the air detector was re-glued back to the chassis. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, h3 updated, d3, g1, and g2 email is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there are loose air detectors. No adverse patient effects were reported by the customer.